Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There were no reported abnormal altitude conditions prior to the alarm. There was no reported adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to load a new cartridge. Multiple contact attempts were made by tandem technical support to determine if the issue persisted after loading a new cartridge; however, no additional information could be obtained.